Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading during time of hospitalization was 550 mg/dl. The customer had symptoms such as legs hurting, shortness of breath and dehydration. The customer was taken off the pump and treated with IV drip. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were air bubbles in the tubing. The customer was advised to deliver 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to contact health care provider for assistance.